Manufacturer narrative:
The device has been returned to the manufacturing site. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that during a laparoscopic procedure the colors went funny green, purple and lost image. It was confirmed that there was no injury/ impact to the patient due to this and the surgeon was able to complete the procedure using a back-up mobile tower with a delay of roughly 10 minutes. No negative impact in state of health reported.

Manufacturer narrative:
Per evaluation from the manufacturer: complaint verified - intermittent image issues were encountered when the card edge was manipulated. A functional test confirmed the complaint. Troubleshooting found that the samtec connector gold was worn to the point that copper and nickel were exposed. The ccu is approaching 6 years old and the customer's complaint was caused by normal wear and tear. The samtec connector can't be replaced at ksi, so a motherboard replacement is mandatory. This event is filed under internal complaint ID (B)(4).